Event description:
Patient services received a call on (B)(6) 2012. Patient called in saying that he is going to have this rv lead removed because of infection on (B)(6) 2012. Patient said that it started about 5 weeks ago. Patient said it's not any worse or any better. They were concerned it was in the pocket. Patient thinks that there was just a reaction with the suture. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).